Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a rise in thresholds on the leadless implantable pulse generator (ipg) approximately one week post implant. The device was inactivated and replaced with a transvenous pacemaker. No patient complications have been reported as a result of this event.